Event description:
It was reported that after device replacement, the lead's high voltage coil impedance was less than 20 ohms. During dft testing, no shock was delivered depite that all other analyzer tests were okay. The physician tried using the old device to trigger a shock, but was again unsuccessful. The lead was explanted and replaced. It was noted that at explant the lead's insulation may have been damaged. With the new lead, the new system worked fine. No patient complications were reported as a result of this event and the patient's status was listed as ok following the lead revision.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and manufacturing site cannot be determined. Evaluation summary: lead: inner insulation bilumen tubing voids; the analyst could not determine if the voids were due to explant damage, but stated they appear to be, because there is no crushing of the insulation in that area, and that this most likely did not affect device performance because the conductors still have the insulation coating over them; distal segment returned and analyzed. Other: it was reported that after device replacement, the lead's high voltage coil impedance was less than 20 ohms. During dft testing, no shock was delivered despite that all other analyzer tests were okay. The physician tried using the old device to trigger a shock, but was again unsuccessful. The lead was explanted and replaced. It was noted that at explant the lead's insulation may have been damaged. With the new lead, the new system worked fine. No patient complications were reported as a result of this event and the patient status was listed as ok following the lead revision. Actual device involved in incident was evaluated. Visual examination: mechanical tests performed; electrical tests performed. Insulation component/subassembly failure. Operational context contributed to event, impedance, low.